Event description:
Information as it was reported to ams indicates that a blank screen was observed on the laser. Attempted to restart several times with the same result. The patient had been administered anesthesia and the case was canceled. There was no report of a patient injury; however the manufacturer is filing this as device malfunction for non-completion of case. Patient outcome ¿ok¿ reported.

Manufacturer narrative:
System analysis/service repair on (B)(6) 2014: the ¿error 560¿ blank screen issue was confirmed and determined to be the result of a faulty top cover. The top cover was replaced. The system was checked and no other problems were noted. Preventative maintenance was performed on (B)(6) 2014. The top cover was returned to ams on (B)(6) 2014 and was sent to the supplier.

Manufacturer narrative:
System analysis/service repair on october 24, 2014: additional information reported: "blank screen" issue was confirmed. The lvps and top cover were replaced. Log files checked had error 510 and not error 560; files were not saved properly before or after repair. Desiccant was not replaced since it was changed during preventative maintenance. The system was checked. The top cover s/n (B)(4) was returned to ams on november 18, 2014 and was sent to the supplier. Product evaluation: the top cover was evaluated by supplier on february 11, 2015. The reported ¿blank screen¿ issue was confirmed; 24v line and tantalum capacitors were noted shorted. The capacitors were replaced; top cover was reprogrammed and passed the standard production test. The top cover was returned to ams on june 06, 2015. Probable root cause: based on the supplier fa report, the root cause was determined to be capacitors in the top cover.